Event description:
A user facility clinical manager (cm) reported that an external dialyzer blood leak occurred at an unknown point during a patient¿s hemodialysis (hd) treatment. The blood leak was not noticed until the treatment was completed, after the patient¿s blood was returned. There was a visible crack along the body of the dialyzer. It was reported that blood appeared to be leaking from the rim around the dialyzer. However, upon follow-up the cm could not confirm if the leak was coming from the crack or if it was coming from the header cap on the device (due to being sealed incorrectly). There were no errors or alarms from the machine (a fresenius 2008t machine), and no air bubbles were noted during the treatment. The cm said the staff confirmed that the dialyzer had not been dropped prior to use. Fresenius bloodlines were being used for the treatment. The patient¿s estimated blood loss (ebl) was minimal and reported to be less than 5 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The complaint device was confirmed to be available for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the user facility provided five photos for review. One photo showed the label of a dialyzer, and blood was noted on the label. The remaining photos showed blood dried on the outside of the dialyzer and within the threads of the header cap. There was no visible damage noted in the photos. Additionally, the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port and adapter caps were attached to the device. The fibers had blood throughout and in the headers on both sides. During gross visual examination, a polyurethane (pu) sliver was observed under the o-ring beneath the header at approximately 200°, with the ports at 0°, on the cavity ID end. Further examination of the complaint device did not identify any other damage or irregularities. The sample was not subjected to a laboratory leak test as a pu sliver is known to affect the integrity of the dialyzer and cause a leak. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There were multiple approved temporary deviation notices (dns) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Event description:
A user facility clinical manager (cm) reported that an external dialyzer blood leak occurred at an unknown point during a patient¿s hemodialysis (hd) treatment. The blood leak was not noticed until the treatment was completed, after the patient¿s blood was returned. There was a visible crack along the body of the dialyzer. It was reported that blood appeared to be leaking from the rim around the dialyzer. However, upon follow-up the cm could not confirm if the leak was coming from the crack or if it was coming from the header cap on the device (due to being sealed incorrectly). There were no errors or alarms from the machine (a fresenius 2008t machine), and no air bubbles were noted during the treatment. The cm said the staff confirmed that the dialyzer had not been dropped prior to use. Fresenius bloodlines were being used for the treatment. The patient¿s estimated blood loss (ebl) was minimal and reported to be less than 5 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The complaint device was confirmed to be available for manufacturer evaluation. H10 (continued): continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.